Event description:
During treatment with the atherectomy system, the guide wire apparently fractured, a perforation occurred and the pt was sent to bypass surgery for removal of the guide wire fragment.